Manufacturer narrative:
During inspection and testing of the returned device, the foreign material clogging the air/water channel and nozzle could not be identified. However, the foreign material was observed to be dark when using a borescope. In addition, service found there were scratches on the distal end cover (c-cover). The bending section cover (a-rubber) adhesive was cracked. Switch #4 was not functional. There was no air/water supply due to the clogged channel/nozzle. There were soft dents on the insertion tube. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the disinfection process of the subject device failed on different medivators automated endoscope reprocessors (aer), and using different medivators hookups. The customer narrowed the disinfection failure down to something being wrong with the scope. There was no patient or user injury reported due to the issue. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found there was foreign material clogging the air/water nozzle and channel. This report is being submitted for the foreign material. Additional details have been requested regarding the reported issue.

Event description:
Additional information was received regarding the customer's reported issue (the disinfection process of the subject device failed on different medivators automated endoscope reprocessors, and the customer narrowed the disinfection failure down to something being wrong with the scope): according to the customer, the disinfection process kept failing because of a leak in the scope. They did not check for positive cultures after processing the scope in the medivators. The scope was not used on any patients after the issue was observed. No patient infections were reported as a result of this issue. There was no patient impact as a result of the reported issue.

Manufacturer narrative:
This report is being supplemented to provide additional information regarding the customer's reported issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material could not be definitively identified, and a cause could not be presumed further. Olympus will continue to monitor field performance for this device.